Manufacturer narrative:
See incident description for device evaluation. (B)(4)

Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. However, the cause of the display issue was not determined for this device. On (B)(6) 2017, the lay user/patient contacted lifescan USA, alleging an unusual issue in that the display of their one touch verio iq meter was mirrored. This complaint was initially ruled out because there was no indication to reasonably suggest that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.